Event description:
As reported by a field clinical specialist, during a right transfemoral transcatheter aortic valve replacement (tavr) procedure, 14 fr esheath+ damage was noted before the device was inserted into the patient. The reporter described the damage as a split distal tip. According to the reporter, the esheath+ was prepared by the scrub tech who did not notice the damage. The damage was first noticed by the physician just before inserting the sheath into the patient. After the damage was observed, the physician did not insert the sheath into the patient. The physician requested a new 14fr esheath+. The second esheath+ had no damage, so it was used to complete the tavr procedure. No patient injury was reported, and the patient remained in stable condition following completion of the procedure. The valve was successfully implanted. No perceived root cause was provided by the reporter. The sheath was discarded and not returned for evaluation. Images of the device were provided, and the following was observed: sheath tip appears open along the axial score line and further split into the sheath shaft material. Additional area of the tip appears axially damaged.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Photos of the device were provided, and the following was noted: sheath tip appears open along the axial score line and further split into the hdpe material. Additional area of the tip appears axially damaged. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sheath distal tip split was confirmed based on the evaluation of the device imagery. A review of manufacturing mitigations confirmed a verification process is in place to ensure that the sheath distal tip is free from damage. Therefore, it is unlikely that a manufacturing non-conformance was revealed during the complaint event. In this case, the distal tip split was identified prior to patient insertion; however, as the device had undergone preparation and handling, it is possible that the damage could have occurred at any point during device preparation or handling prior to use. Although blood was observed on the distal shaft during imagery review, it was reported that the device was handled with blood-contaminated gloves prior to insertion. Therefore, this finding does not indicate that the damaged sheath was used during the procedure. However, the exact point at which the distal tip was damaged cannot be determined. Therefore, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.